Event description:
On (B)(6) 2012 customer reported that the hydropneumatic waste exit sump was full of fluid and the electrolyte injection cup (eic) was overflowing. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument on (B)(4) 2012 and found a leak on the ion-selective electrode (ise) side of the system. Fse removed and replaced a defective ise drain valve. This resolved the issue. The service activity performed was verified and met the specified requirements per established procedures.

Manufacturer narrative:
(B)(4).